Event description:
A caregiver of a vns patient reported that the patient was experiencing increased seizures and could no longer feel vns stimulation. The caregiver reported that "things have gone askew lately" and reported that the patient was having up to 5 seizures per day compared to his normal rate of 2-4 seizures per week. The caregiver called several days later and reported that the patient was doing well and that patient had not yet visited a neurologist although his primary care physician had referred him to one. Follow up with the patient indicated that the seizures were at a frequency slightly higher than his pre-vns seizure rate and that he had not yet been evaluated by a neurologist. Attempts for additional relevant information are ongoing.

Event description:
The explanted product is not available for return based on the policy of the explanting facility.

Event description:
Information was received on 08/30/2016 indicating that the patient¿s generator was replaced on (B)(6) 2016. The explanted device has not been received for analysis to date.

Event description:
Follow-up with the caregiver indicated that the patient is doing better and can feel magnet stimulation. The caregiver stated that the patient had his current device implanted in 2011. The model and serial number of his current device was obtained from the implanting hospital. The patient had his device checked and it was observed that his current device has reached near end of service.